Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
At an unspecified time during patient use, the thermogard console (sn (B)(4)) powered off by itself. The user attempted to power the console back on by ensuring that the device is properly connected to a working power source; however this did not resolve the issue. Following this, the user exchanged to another console to complete the patient treatment. No known impact or patient consequence was reported.